Event description:
Procedure performed: unknown. Event description: tip of the cb030 scissors is blunt. Not possible to take small cuts with the tip. Usually this is possible with this device intervention: unknown. Patient status: no patient injury.

Manufacturer narrative:
The event device is not being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: unknown. Event description: tip of the cb030 scissors is blunt. Not possible to take small cuts with the tip. Usually this is possible with this device. Additional information received from applied medical representative via email on 23-mar-2022: the reporting surgeon has experienced the issue once. He is checking with other surgeons if they experienced the issue as well. Additional information received from applied medical representative via email on 28-mar-2022: there is no further information available. It was an offhand remark from the surgeon. Intervention: unknown. Patient status: no patient injury.